Event description:
Information was received from a patient regarding external device. It was reported that the handset took a long time to connect to the pump to get a bolus since they got the new handset. The patient stated that the screen was stuck at 90%. The patient stated that they were in terrible pain because of bad vertebrae. The patient was able to deliver a bolus. The patient service asked the patient to connect with the handset and navigate to setting and the patient said he is not able to find the settings on the screen. The patient was seeing different screen. The agent asked the patient to power off and on. The patient continued to see different screen. The patient can get to the ¿myptm¿ application but did not see setting or other application. The agent conference patient with healthcare information technology (hcit) and we could not get the patient to navigate to see the settings application to clear the data. The agent unable to clear data. The agent recommended the patient get someone to assist him and callback. The agent observed the patient talked a lot and did not listen to the instruction to navigate the screen.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.